Event description:
Acct. Reports "leaks at tube meeting distal needle adapter. Three recently (rec'd one extension set with 10cc bd luer lock syringe attached to female end of extension set). No pt injury."